Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image intensifier circuit board will not be replaced. No further problems are anticipated following replacement.

Event description:
It was reported that the system 9900 displayed very blurry images in the normal mode. Images were fine in the mag 1 and mag 2 modes. There was no adverse pt involvement reported. There was no pt info reported.